Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced intermittent rebooting and became locked with carefusion application. A technical support specialist (tss) collaborated with a field service engineer onsite and identified a need to update the local security policy for interactive logon machine inactivity limit from four hundred fifty seconds to zero. The tss applied the update across all stations using command prompt and system policy refresh and then rebooted the stations through the station configuration settings to ensure the changes took effect. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system experienced intermittent rebooting and became locked with carefusion application. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.